Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite troubleshooting using two separate programmers. A magnet was placed over the device and tones were emitted confirming it to be functional. A magnet reset of telemetry was then performed and the device was able to be interrogated successfully. Upon review of device data ts noted, no apparent anomalies or issues. No adverse patient effects were reported. This device remains in service.